Event description:
It was reported that on (B)(6) 2012, the patient was admitted to the hospital with an st-elevated myocardial infarction. A promus stent system was advanced through the mildly tortuous and heavily calcified mid left anterior descending artery (lad) and the stent was deployed. During the procedure, a dissection was noted in the distal left main artery. Two promus stents were placed to cover the dissection and the procedure was completed. That evening, the patient experienced chest pain and angiography revealed an occlusion in the proximal lad, between the stents placed in the left main and the stent in the mid lad. An allstar guide wire was placed in the lad and a second allstar guide wire was placed in the diagonal artery. A promus stent system was then advanced and the stent deployed to treat the occlusion. The allstar guide wire in the diagonal artery was removed without difficulty. During removal of the allstar guide wire in the lad, resistance was felt and the guide wire was noted to be caught on the newly placed promus stent. There was no damage noted to the newly placed stent. The physician attempted to remove the wire, but it could not be removed. A second cardiologist was called in to assist. A balloon dilatation catheter was advanced over the guide wire in an attempt to help remove the guide wire, but the dilatation catheter could not be advanced. Multiple attempts were made to advance a dilatation catheter, but none were successful. The patient was then taken to surgery and bypass surgery was performed. The guide wire was cut and part remained in the patient anatomy. During surgery, the patient had another myocardial infarction, but survived the surgery and the myocardial infarction. On (B)(6) 2012, the patient expired.

Manufacturer narrative:
(B)(4). No autopsy was performed. There was a clinically significant delay. No additional information has been provided. Two promus stents indicated are being filed under separate medwatch MFR numbers. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Difficulty removing the guide wire may be due to, but not limited to, interaction with the anatomy, interaction with a stent, the stent not being fully apposed to the vessel wall, jailed between the stent and vessel wall and maneuvering technique. In this case, based on the reported information, the difficulty appears to be due to the allstar guide wire getting caught on the newly placed promus stent during removal. It could not be determined if the guide wire was jailed between the stent and vessel wall from the reported information. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The reported difficulties appear to be related to case circumstances. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query the viper complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product deficiency.